Event description:
The surgeon inserted an aq2017v foldable three piece silicone lens into the eye and noticed that the trailing haptic was broken. The surgeon had to cut the lens to remove it from the eye during same procedure without incision enlargement or sutures. Surgery was completed with a different lens. No pt injury.